Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for negative flow calibration. The customer does not want any repairs done to the unit. Unit will be returned unrepaired. The device was scrapped.